Event description:
On (B)(6) 2023, a patient underwent a port placement procedure using the powerport m.r.I. Isp via internal jugular vein. Post the procedure, on (B)(6) 2026, the patient experienced pain at the clavicle site. A CT scan revealed that the catheter had fractured inside the body. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. The photo shows the catheter having blood residue throughout. The catheter tube was completely separated into two fragments. Therefore, the investigation is confirmed for the reported catheter fracture and identified material separation issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D6a, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent a port placement procedure using the powerport m.r.I. Isp via internal jugular vein. Post the procedure, on (B)(6) 2026, the patient experienced pain at the clavicle site. A CT scan revealed that the catheter had fractured inside the body. Reportedly, the catheter was removed. There was no reported patient injury.